Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what do you mean by "the needle broke off from the swaged point"? The needle broke off from near the swage point. Did the needle body break into 2 pieces at the swage? Yes, the needle broke into two piece. Or did the whole needle separate / pull off from the suture ? No. Any patient consequence / ae report? No. Was the procedure completed successfully? And how? Yes, the procedure was completed by using another suture of the same code. If the needle broke, did it fall into patient? No. If yes was it retrieved? And how? Na. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported, during c-section procedure on (B)(6) 2018 suture was used. The needle broke off from the swage. Another suture of the same code was used to continue. No reported patient consequences.

Manufacturer narrative:
(B)(4). Retained sample and one actual received and evaluated. Several instrument marks were found especially at the attachment area and directly at the breaking point which indicates that the needle was handled there. No defects were observed in the retain sample.